Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was analyzed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. Visual analysis indicated damaged during use.

Event description:
It was reported that during the implant procedure, the catheter ripped apart during slitting procedure and almost ripped out left ventricular (lv) lead. A different catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.